Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display.

Event description:
The customer reported via phone call that the screen was cloudy and insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. The customer reported that there was fluid under the liquid crystal display. The customer reported that there are scratches on the screen. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.